Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported in a clinical trial that, the patient was found with incidental vasospasm during procedure for which 100 ug nitroglycerine given and vasospasm promptly resolved and the procedure was completed successfully. The cec (clinical events committee) has assessed the vasospasm to be causally related to the procedure and possibly related to subject catheter.

Event description:
It was reported in a clinical trial that, the patient was found with incidental vasospasm during procedure for which 100 ug nitroglycerine given and vasospasm promptly resolved and the procedure was completed successfully. The cec (clinical events committee) has assessed the vasospasm to be causally related to the procedure and possibly related to subject catheter.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported 'patient vasospasm serious' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.